Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited dislodgement. The patient underwent a revision procedure in which this lead was explanted and replaced with a competitor's product. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory the complete lead was received. There was dried blood/body fluid in the lead lumen. The conductor coils were deformed 102-107 millimeters from the terminal pin, which was likely due to a grabbing tool. There were also cuts noted in the insulation. The clinical observation was unable to be reproduced during analysis. The lead was found to be electronically continuous.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.